Event description:
It was reported the multifocal intraocular lens was removed and replaced with a monofocal lens 3 weeks after implant. The reason stated was the patient's intolerance of halos and glare. No injury to the patient during the secondary surgery.

Manufacturer narrative:
The lens has not been received for analysis. Prior to release to the market it met all manufacturing specifications. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens not received for analysis.

Manufacturer narrative:
The intraocular lens was received cut in 2 pieces. Batch records were reviewed and showed no deviations. A visual inspection of the present optic parts took place and no optical deviations could be found. Our investigation revealed no product deficiencies suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Lens was explanted 7 weeks after implant and not 3 weeks as initially reported.